Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was replaced because it wasn¿t working well. The patient had ¿old fashioned¿ leads with 4 electrodes and some of the leads had scar tissue. It was reported that both the leads and ins were replaced. Additional information received reported that the patient was seen post operatively for their replacement surgery. The patient was doing well and had no complaints about the stimulation. It was reported that there was no sequelae.

Event description:
Additional information received reported that the patient received assistance from the healthcare professional (hcp) or manufacturing representative and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID 7434a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID 3888-33, lot# j0461537v, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: lead; product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).